Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). One implant was returned for investigation. Visual inspection of the as returned product identified an unknown restorative with a crown still attached to the implant. The implant had signs of wear around the threads and the collar, likely from usage and handling. Also, there was substantial bone residue around the threads and the vent appropriate documentation was reviewed. DHR review for the lot (63117208) had revealed no deviations nor non-conformance which could have caused or contributed to bone loss and infection after implantation. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization records (st # 2807). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (63117208) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did not occur and the reported events (infection & bone loss) could not be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis.